Manufacturer narrative:
The impella device was not returned by the customer for evaluation. Upon conclusion of the investigation, a supplemental report will be submitted. As noted in the impella IFU: impella cp with smartassist system. Section: potential adverse events (united states). ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation.¿

Event description:
The complainant reported that a patient on impella cp support had a faint pedal pulse with doppler in their right lower extremity (rle). The patient lost perfusion to the rle later that night prompting discussions on the next course of action. Based off hemodynamics, labs, and impella values, it appeared that the patient needed to be escalated to impella 5.5 or ECMO support. A decision was made by the family to withdraw care. The impella was turned off and the patient passed away shortly after. It is unknown if the condition contributed to the patient's passing.

Manufacturer narrative:
The investigation of limb ischemia has been completed. The impella device was not returned for evaluation. Without additional clinical details, the root cause of the reported issues could not be determined. B.7 information was added as it was inadvertently omitted from the initial manufacturer device report number 1220648-2024-23840. D.4 revised model number as it was reported incorrectly on the initial manufacturer device report number 1220648-2024-23840.